Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 30, 2019 - august 31, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a small tear at the lower right-side edge of the bag. Functional testing was performed, and it was noted that a leak was observed at the small tear at the lower right-side edge of the bag. A magnified visual inspection was also performed, and it was verified that the leak was observed from the small tear/hole. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.